Event description:
Sparc tvt bladder perforation in left dome of bladder noted on cystoscopy after needle placement recognized. Tape not placed. Suburethral plication performed instead. Pt kept in hosp overnight. Home with foley catheter for 7 days. Foley discontinued. Pt still has symptoms of sui. To be re-evaluated for traditional rectus fascial sling.